Event description:
It was reported that the pump fell into water and then failed to start. There was no reported impact to the customer¿s blood glucose level. Customer outcome and any actions taken by customer or technical support were not reported, and no additional information was received regarding the outcome of event.